Event description:
The customer reported that a diagnostic fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm cable connector pin and plug was evaluated and repaired. The system was tested and found to be working as intended and returned to service.